Event description:
A nurse reported that during a cataract procedure a pt experienced a posterior capsular tear, which resulted in an unplanned vitrectomy. During the vitrectomy the surgeon indicated the cutter did not work. The system was switched out. The surgeon still complained that the cutter was not working however, they were able to complete the case. The nurse indicated that the surgeon was not pushing down on the right side of the foot pedal to engage the cutter. After the case the nurse indicated she tested both systems and did not have a problem with the cutter. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).